Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer filled 90 units of insulin into her cartridge but is being prompted to fill her pump with at least 50 units. This issue did not affect her blood glucose level.